Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 56 mg/dl vs. 180 lab (first set) and 26 mg/dl vs. 450 lab (second set). Tests were done within 21-30 minutes with a difference of 65% (first set) and 94% (second set). Patient did not experience any adverse events. No further information has been reported.